Event description:
Received electronic report that a peritoneal dialysis patient woke up wet while dialyzing. It was then noted that the tubing had a crack in it and was leaking. As a result of this event, this patient was diagnosed with peritonitis. The patient has been prescribed a course of intraperitoneal antibiotic therapy and has fully recovered. The patient is also able to continue peritoneal dialysis with no further ill effect from the event. The sample is available. The lot number is not known.